Manufacturer narrative:
Product event summary:it was reported that the patient had one (1) critical battery alarm. The shelf life requirement, for the battery pack, is one (1) year from the manufacturing date. As a result, and upon further review of the investigation, it was determined that the battery related to this complaint has been in storage for longer than one (1) year from the last time of use and is not suitable for testing. An extended storage period greater than one (1) year can cause the battery to irreversibly degrade in performance that can lead to erroneous test results. Additionally, lithium-ion batteries in storage for prolong periods of inactivity may pose a safety risk. Therefore, the investigation will be conducted with relevant available information.a review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed one (1) critical battery alarm involving (B)(4). During this instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc. This observation is indicative of a communication error between the controller and battery. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. An internal investigation investigated communication errors. The controller, (B)(4), in use during the event did not have the software master record (smr)upgrade installed. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported by the site that the patient experienced a critical battery alarm. There were no reported consequences or effect to the patient. The battery was exchanged. No patient complications have been reported as a result of this event.